Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the complaint device was received for analysis. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occurred. Access was obtained via radial artery. The 99% severely calcified lesion was located on the moderately tortuous middle of left anterior descending artery. The 15mm x 2.25mm emerge balloon catheter was used for predilatation. During the second inflation, the balloon ruptured at 7 atmospheres. The first inflation pressure was 6 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occurred. Access was obtained via radial artery. The 99% severely calcified lesion was located on the moderately tortuous middle of left anterior descending artery. The 15mm x 2.25mm emerge balloon catheter was used for predilatation. During the second inflation, the balloon ruptured at 7 atmospheres. The first inflation pressure was 6 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).